Event description:
Correction: the initial MDR submitted on (B)(6), 2023 was filed inadvertently. Oral antibiotics were administered as a prophylactic treatment.

Event description:
Per the clinic, the patient underwent a revision surgery in order to perform skin debridement procedure (specific date not reported).

Event description:
Per the clinic, the patient experienced an extrusion, wound dehiscence and skin breakdown at the magnet and coil site (specific date not reported). Subsequently, the patient was treated with antibiotic (specific type, date and duration not reported) however, the symptoms did not resolve. The device was explanted on (B)(6) 2023. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.